Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activities. Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: mentor radovan smooth tissue expanders adverse event(s) reported for mentor radovan smooth tissue expanders mentor device procedure: qty breast procedure sample- 1: infection perioperative complication, not present on admission. Qty breast procedure sample- 1: wound dehiscence perioperative complication, not present on admission. Qty breast procedure sample- 1: pain perioperative complication, not present on admission. Qty breast procedure sample- 3: seroma perioperative complication, not present on admission. The IFU for radovan tissue expanders does not specifically indicate that the devices are to be used in breast tissue expansion procedures. Therefore, the expanders use in the breast procedures are off label.